Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic esophagectomy, the device was difficult to toggle while in the tissue. The device had to be pried open by pushing the black buttons of the device up to remove the needle from the tissue. No tissue was torn and the needle was recovered after it fell from patient's cavity. A new device was opened and the same technique was employed and the new device worked as it should with no difficulty. When opening the device it was reported that they could hear the "gears grinding" in the device. No patient's injury was noted on this event.